Event description:
It was reported that a patient presented to the hospital experiencing discomfort. It was noted that the lead had dislodged. The lead was capped and replaced on (B)(6) 2014 successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).